Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported hemolysis post-collection that exceeded the (B)(6) requirement of less or equal to (B)(4). The disposable set is not available to be returned for investigation. This incident occurred during a trial software validation. Patient age is not available at this time. This report is being filed due to the safety allegation of hemolysis.